Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The manufacturer representative confirmed with the site the anesthesiologist bumped the camera cart while leaving for the image acquisition causing the camera to lose site with the tracker. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported the imaging system acquired a 3d image and to transfer to the navigation system. However, the navigation system stated an error message "digital intercommunication of medicine (dicom) received, unregistered patient cannot receive." The procedure was completed using the imaging system and the navigation system. This issue occurred intraoperatively and did not cause any surgical delay. There was no reported impact to patient outcome. A manufacturer representative confirmed with the site that when image was being acquired, the anesthesiologist bumped the camera making the tracker out of the field of view (fov) of the camera. The site was able to complete a system checkout without issue.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.